Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/21/2023. Additional information was requested, the following was obtained: follow up request: *could you please clarify when did the suture separates from the needle (removal from package /during passage through tissue/ during tying / post-op)?needles releasing upon passage through the tissue and pulling them through. * what is the lot number? Sbmcxt * device return follow up. Mailed fed ex package monday/tuesday of this week. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/15/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that one opened sample and one opened box with twenty-nine packets of product code j258 were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on the opened sample and thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01162, 2210968-2023-01163, 2210968-2023-01164, 2210968-2023-01165, 2210968-2023-01166, & 2210968-2023-01167.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify when did the suture separates from the needle (removal from package /during passage through tissue/ during tying / post-op)?; what is the lot number?; device return follow up. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related reports: 2210968-2023-01162, 2210968-2023-01164, 2210968-2023-01165, 2210968-2023-01166, & 2210968-2023-01167.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The doctor was questioning the sutures as defective. They are saying the suture separates from the needle like a pop off. There were no patient consequences. Additional information was requested.